Event description:
Procedure: right superior segmentectomy. The patient had received significant radiation therapy prior to surgery which affected the tissue. The tissue was friable and this was reported as a "challenging" case for the surgeon. The surgeon fired the device on the left inferior vein and upon removing the stapler, a hole was in the staple line. The surgeon proceeded to use a clip applier to control bleeding of which about 900cc of blood loss occurred. There was no transfusion required. There were no further adverse affects to the patient reported.